Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and discomfort. Concomitant medical products: mentor smooth round moderate plus profile 500cc , catalog number 3502500, serial number (B)(4), lot number 6544598. Facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with mentor smooth round moderate plus profile 500cc and experienced right side deflation and discomfort. As a result, the patient had undergone removal on (B)(6) 2019.

Manufacturer narrative:
On 1/27/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 1/30/2020, it was reported to mentor that the replacement devices were mentor smooth round moderate plus profile 500cc filled to 550cc bilaterally. The patient experienced capsular contracture on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2020, during evaluation of the sample a crease was noted din the posterior view. Within crease a tear was observed, measuring approximately 0.7 cm the evaluation determined that the rupture is consistent with a crease fold rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The second product received (lot number 6544598) is a concomitant device, therefore no further analysis is required. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).